Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same event as MFR report #: 2134265-2010-00794. It was reported that in preparation of a percutaneous coronary rotational atherectomy interventional procedure, wire securement issues occurred. The physician was using the torque accessory of the rotawire guide wire, and reported that the torque device was not holding the wire securely. The physician exchanged it for a second torque device, and the same issue occurred. Exchanging it to a third torque device, the physician was able to complete the procedure successfully. No patient complications were reported, and patient status was reported as 'good'.